Event description:
A nurse contacted baxter's global technical service center to report a system error (se) 2240 (indicating air) on the homechoice (hc) during drain. The nurse (rn) stated the homepatient (hp) disconnected during the dwell cycle. The technical service representative (tsr) explained the alarm and helped the nurse clear the alarm. The rn would finish with manual bags and discard the supplies.

Manufacturer narrative:
(B)(4). Damaged duckbill, leak test failed without test probe. The analysis results found that the device was received with the duckbill seal open at the slit. As a result, it would not open and close as intended during functional testing. A leak test was performed and the device was noted to leak without the test probe inserted through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a heller myotomy and lap nissen procedure, the port/sleeve leaked gas even before an instrument was inserted to begin the operation. The same product was used, but with effort. No other product was opened. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.